Manufacturer narrative:
H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed from the drain bag sealing near the stopcock. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. The cause of the condition could not be determined; however, the drain bag is provided to the baxter manufacturing plant already assembled by a third-party supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment.

Event description:
It was reported that after five minutes of treatment with a prismaflex st100 set, an external fluid leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.